Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer used candy to treat. The customer was wearing the insulin pump during the incident. The customer was the driver during a car accident while wearing the pump. Troubleshooting was not completed as the customer declined. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis. Sensor failed per specifications due to high readings.